Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery for 2 days. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully and resume insulin delivery. It was indicated that the customer will continue to use the pump until the replacement arrives.